Event description:
As reported: during the procedure, the microcatheter was in place and coils 837 and 626 were filled. When the third coil 310 was filled, it was stretched. Attempted multiple methods to remove the stretched coil. Finally, used the sab removal stent of ev3, pull the coil into the guide catheter and removed. Replaced with a new mv coil 310 and filled it smoothly. Then the perfusion catheter was put in place, the first-generation stent was implanted, and the puncture site was blocked. The procedure ended successfully. Patient status is fine.

Manufacturer narrative:
Concomitant devices: johnson & johnson 6f guide catheter, stryker sl-10 microcatheter, headway 17 microcatheter, traxcess 14 guidewire, mv coil 837, mv coil 626, mv coil 310, johnson & johnson perfusion catheter, johnson & johnson vascular reconstruction device and delivery system 4.522, condyce 7f sealing and hemostatic system. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
Corrections: section b - report type was corrected. Section h - type of reportable event was corrected. Items returned for evaluation: pusher. Implant. Dispenser hoop. Items not returned for evaluation: introducer. Shrink lock. Microcatheter. V-grip. The visual analysis of the returned items revealed that the pusher was returned without an implant attached, and the heater coil was burnt. This pusher is believed to be from the replacement 3x10 coil device used in the procedure, which detached normally in the patient as described in the reported event. The returned implant is believed to be from the reported 3x10 coil device (third coil described in the event description). This implant was found separated from the pusher, stretched, entangled, and broken. The investigation of the returned implant found that the monofilament at the tie knot was broken, indicating that the device experienced a tensile break. The investigation found the pusher returned without the implant attached, with signs of activation observed on the pusher heater coil. This pusher is believed to be from the replacement 3x10 coil device used in the procedure, which detached normally in the patient as described in the reported event. The returned implant coil was found to be separated from the pusher, stretched, entangled, and broken, and is believed to be from the reported 3x10 coil device (third coil described in the event description). The investigation of the returned implant found the monofilament at the tie knot showed a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but stretching is consistent with the device experiencing retraction forces over specification.

Event description:
As reported: during the procedure, the microcatheter was in place and coils 8*37 and 6*26 were filled. When the third coil 3*10 was filled, it was stretched. Attempted multiple methods to remove the stretched coil. Finally, used the sab removal stent of ev3, pull the coil into the guide catheter and removed. Replaced with a new mv coil 3*10 and filled it smoothly. Then the perfusion catheter was put in place, the first-generation stent was implanted, and the puncture site was blocked. The procedure ended successfully. Patient status is fine.